Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the complaint review board (crb), reviewing (B)(6) 2020 post-market data, did not find an increasing trend for the issue of broken upper hinge post, lower hinge, or membrane frame on the alaris pump module having breached a current 24 month z-score. Trending and reporting activities are performed by crb. The root cause of this failure was not identified as no product was returned. The reported issue that there was an event involving a broken upper hinge post, lower hinge, or membrane frame on the alaris pump module could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes.

Event description:
It was reported that there was an event involving a broken upper hinge post, lower hinge, or membrane frame on the large volume pump (lvp) that caused a concurrent over infusion, under infusion, or free flow. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, additional patient demographics was not provided.

Event description:
It was reported that there was an event involving a broken upper hinge post, lower hinge, or membrane frame on the large volume pump (lvp) that caused a concurrent over infusion, under infusion, or free flow. Although requested, no additional information was provided.